Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens of diopter -8.00 into the patient's right eye (od) (B)(6) 2023. The patient experienced an excessive vault and significant reduction in iridocorneal angles. On (B)(6) 2023 the exchanged with the same model and power but shorter length and the problem was resolved. The reporter indicated the cause of the event was the device and the device failed to perform as intended. Cause details provided: "excessive length for patient eye". Claim# (B)(4).

Manufacturer narrative:
H6- clicical code4581- significat reduction of iridocorneal angles. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7 implantable collamer lens of -8.0 into the patients right eye (od) on (B)(6) 2023. Excessive vault was observed with significant reduction of iridocorneal angles. On (B)(6) 2023 the lens was explanted and on the same day different surgery a replacement of shorter length was implanted and the problem was resolved.